Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional info received. Based on the medical record review, the pt underwent incisional hernia repair with composix kugel on (B)(6) 2002. Approximately three months later, the pt underwent exploration of the left flank. There was no hernia defects identified. The muscles were separated from the fascia and a second piece of composix kugel was implanted. On (B)(6) 2003, the pt underwent recurrent incisional hernia repair with a non-bard mesh. The medical records note the mesh appeared to be detached from the posterior aspect. Based on the info received, it is unk whether the device may have caused or contributed to the reported event. The pt was treated for a recurrence which is a known adverse event listed in the IFU. Additionally, the mesh remains implanted. No conclusion can be drawn at this time. See MDR 1213643-2011-00317 for info related to the composix kugel mesh implanted on (B)(6) 2002.

Event description:
Based on the medical records provided by the pt's attorney: on (B)(6) 2002 - pt underwent repair of incisional hernia with composix kugel. On (B)(6) 2002 - pt underwent exploration of the left flank. There was no hernia defects identified. The muscles were separated from the fascia and a second piece of composix kugel was implanted. On (B)(6) 2003 - pt underwent repair of recurrent incisional hernia with a non-bard mesh. A dehiscence of the external oblique was present. The composix kugel mesh appeared to be detached from the most posterior aspect.